Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line of the homechoice set at the time of the alarm. The home pt reported that they connected their transfer set to the homechoice set before they pressed go on the machine. Baxter's technical service center assisted the home pt in ending therapy. The home pt reported that they completed therapy by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.